Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon did not inflate, and sterilized water leaked during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but solution could not advance through the catheter. The balloon was dissected to find that the inflation notch was not completely perforated. This is out of specification per inspection procedure, which states, "verify that the eye punches are complete and notch according to the applicable drawing." The root cause for this failure is the failure (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher, no preventive maintenance to verify the correct functionality of the puncher knife, lifetime for knife and replacement control, incorrect positioning of the shaft into the punching machine, manufacturing procedure does not address visual aids as support for production operators, detection/control method is not enough for failure detection. The device was returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling and risk assessment was not completed as they are addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon did not inflate, and sterilized water leaked during pretest.